Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to reproduce the reported event, but found a failed video connector socket. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center experienced scope communication error b30. The issue was found during preparation for use in a diagnostic ear, nose and throat procedure. The patient was not under anesthesia. There was no delay. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: e1 (telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.